Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronics assembly. The insulin pump received with moisture damage on motor, battery tube, vibrator and keypad assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call display anomaly. Troubleshooting for the display anomaly was performed. Customer advised the insulin pump has full black screen. Customer advised the device was not exposed to extreme temperatures. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.